Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ping meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the error message first appeared at 7am on (B)(6) 2017. The reporter manages the patient¿s diabetes with insulin pump therapy and informed the cca that they gave the patient their normal dosage of 4 units of humalog insulin at 8am the same morning after the alleged product issue occurred. It is not known whether the patient experienced any symptoms however the reporter informed the cca that the patient¿s blood glucose was measured to be ¿515mg/dl¿ on a onetouch verio flex meter at this time and ¿373mg/dl¿ on another device too. In response to this the patient was given 2 units of humalog insulin and some water throughout the morning until 12:40pm. At the time of troubleshooting the cca noted that there was no misuse of the product. The patient¿s products were replaced. This complaint is being reported because the reporter claims the patient¿s blood glucose could not be measured due to the reported issue and the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged meter issue began.